Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation concurrently with laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to prolapse, stress urinary incontinence and cystocele. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to erosion.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of right papillary bladder mass on (B)(6) 2006 concurrently with mesh revision.

Manufacturer narrative:
Date sent to FDA: 09/08/2016.